Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: p21845. H6: multiple annex a codes were coded for this event. A10 the system showing temperature had exceeded. A05 was coded for the amber light being on. H3, h6: the system was serviced in the field and the hardware part was replaced. B01, c13, and d20 are applicable. H3, h6: product ID: 9735821, lot number: p21845 was received by the manufacturer for analysis. A check of the event log showed a storage temperature exceeded low limit message from feb 2024. Otherwise, the psu passed an accuracy test (aak) at .155mm with a passing threshold of .250mm. The temperature sensor was cleared. The psu is now fully functional. An electrical failure was confirmed. B01, c02, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after installing the brand new navigation system, the local representative (cc) noticed that the amber light was on. Troubleshooting was performed. The cc went into network device interface (ndi) toolbox to discover that only the temperature sensor was flipped, saying the temperature had exceeded. The bump sensor was "ok" and the system did not ask the cc to set the time when opening the ndi toolbox, indicating that this was not due to the erroneous fault status. It was noted that the probable cause of the issue was that the internal temperature sensor in the camera was malfunctioning. There was no patient involvement.